Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain and cloudy effluent. The cause of peritonitis was unknown. On an unreported date, the patient presented to the emergency room (ER) for another indication and after arriving, the patient was diagnosed with peritonitis. On an unspecified date, the patient was released from the ER and was admitted to a rehabilitation center due to another indication. On an unreported date, he patient began treatment for the peritonitis with two unknown antibiotic (doses, frequencies, duration and routes not reported). On an unreported date, pd therapy was temporarily discontinued; and the pd catheter removed. At the time of this report, the patient had recovered from the peritonitis event. No additional information is available.